Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced. No defect found most likely underlying root cause: mlc-058:user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 187 and 260mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-120mg/dl and expected 2 hour post meal blood glucose test result is 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 170mg/dl using true metrix meter. The product is stored according to specification in the bedroom and living room. The test strip lot manufacturer¿s expiration date is 03/22/2023 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: result 1: 223 mg/dl date: 2/24/2022 time: 5:05 pm 1 hr. After meal, result 2: 144 mg/dl date: 2/24/2022 time: 1:57 pm 2 hrs. After meal, result 3: 187 mg/dl date: 2/24/2022 time: 9:08 am fasting, result 4: 260 mg/dl date: 2/23/2022 time: 1:34 am fasting, result 5: 120 mg/dl date: 2/23/2022 time: 8:00 pm fasting.